Manufacturer narrative:
The hakim valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. But it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (unknown ID) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected and a needle hole in the needle chamber was noted. The valve was hydrated. The valve failed the test for programming, the cam mechanism wiggled. The valve was leak tested and no other leak than the needle holes in the needle chamber was noted. The valve passed the test for occlusion and reflux. The pressure test could not perform as the device cannot be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification; biological debris was found on motor and on the seat of the ruby ball. Root cause analysis - no root cause could be determined as the technician could not confirm any drainage issues with the valve at the time of the investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (unknown ID) ceased to drain. Therefore, the physician implanted a new valve from a different brand. The patient is doing well. No additional information was provided after several attempts.